Event description:
Pt sister was contacted to return the clm. She stated that her sister "was taking a shower and I felt she was in there too long, I found her dead. I called her daughter and then I called the ambulance, they tried 10 resuscitate her" she didn't file a device complaint but she stated "I sure would like 10 know what happened" pts sister is 1101 aware of what was listed on her death certificate. She stated she was cremated. I told her she could work with the family and her heart doctor to see if they had additional information. She said they shared an apartment but will be moving now "to get a fresh start" (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).